Event description:
Boston scientific received information that one year ago, it was noted that this electrocardiograms noted numerous episodes of noise along with oscillating pacing impedances between 500 and 1150 ohms. No remedial action was taken at the time the diagnostic issue was noted. Recently, it was noted by internal engineers that this may indicate a possible pulse generator issue as the root cause of the pacing impedance fluctuations. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.